Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 245 mg/dl at the time of the event. The customer's doctor believes the insulin pump caused the event. Troubleshooting could not be performed at the time of the report. The customer's mother stated that she will discuss with the customer's doctor whether or not the customer should continue using the insulin pump. Nothing further was reported.